Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse effect to customer's blood glucose level. At the time of the call with tandem technical support, customer did not have a backup method for insulin delivery. Customer declined further troubleshooting.